Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (further details not reported) for the peritonitis. The patient¿s outcome was not reported. The peritoneal dialysis therapy was ongoing during treatment for the peritonitis. No additional information is available.